Manufacturer narrative:
E1: phone number listed as (B)(6). Which exceeds 10 characters for field.

Event description:
It was reported the procedure was cancelled on a patient under general anesthesia. A left atrial appendage (laa) closure procedure was being performed on a patient under general anesthesia. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected for use. During the preparation, in the process of flushing, it was found that there was a problem with the air tightness of the hemostatic valve. When pulling the cable, it was found that the cable was crooked. The physician complained and the procedure was cancelled. There were no complications to the patient.

Event description:
It was reported the procedure was cancelled on a patient under general anesthesia. A left atrial appendage (laa) closure procedure was being performed on a patient under general anesthesia. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected for use. During the preparation, in the process of flushing, it was found that there was a problem with the air tightness of the hemostatic valve. When pulling the cable, it was found that the cable was crooked. The physician complained and the procedure was cancelled. There were no complications to the patient.

Manufacturer narrative:
E1: phone number listed as +011(086)17381575983 which exceeds 10 characters for field. With all the available information, boston scientific (bsc) concludes: device technical analysis: a watchman flx delivery system (wds) with the implant outside the sheath was returned for device analysis. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device could not be flushed properly. The device was able to backflush, but air could not be purged from the device, so the valve was removed and microscopically examined. The device was also visually and microscopically examined. Visual inspection found numerous kinks in the sheath. The core wire hypo-tube was slightly bent. Microscopic examination revealed the silicone valve was damaged. There was tip damage as the tri-cuts were flared and abrasions were within the sheath tip. Product analysis confirmed the reported event as the device was difficult to flush and damage to the valve was observed during analysis, which could have contributed to difficulty with the flushing of the device. Product analysis confirmed the core wire damage as the core wire hypo-tube was bent. Device history record review: a review was completed of the device history records (DHR) for the watchman flx?, part # m635ws50200, batch # 0033847760. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device. Risk review: a risk review of the watchman was completed using and confirmed that flushing difficulty and damaged (procedure cancelled) was defined in the risk documentation. These event types have been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device, but unable to trace more specifically. There was no evidence of any product quality deficiencies, therefore it was considered likely that the observed damage of sheath kinks, and tip damage were attributed to procedural factors as the most likely cause of the damage due to the forces that are put upon the device during insertion, advancing, and manipulation. There are also many factors that can contribute to valve damage, (valve closed with too much torque, seal material not allowed enough time to outgas or cure, excessive opening or closing the valve, damage from other components, and excessive movement of core wire assembly while seal is closed).